Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. Visual inspection results: the samples didn't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: leak testing on the units received were performed according to the procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? Rev. 121 section 1 ?leak testing procedure? Using the equipment uson leak tester lt-2-2-110 to detect leaks in the product. Results: the twenty-eight (28) samples were tested, and samples units pass the leak test. No root cause could be determined since the complaint was not confirmed since the returned samples do not has leak, therefore complaint is not confirmed. No fault found with the devices. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that immediately after production of a smiths medical cadd cassette reservoir, no defect was apparent and the preparation was released. In the process of a few hours, liquid leaked from the inner bag into the surrounding plastic housing. The cassette was not dispensed and there was no patient involvement.